Manufacturer narrative:
H6: investigative findings and investigation conclusion codes code 61: as reported, the patients right external iliac artery measured 5.5-6 mm in diameter. According to the gore® dryseal flex introducer sheath sizing guide, the nominal outside diameter of the 22fr sheath is 8.2 mm. The instructions for use warns, 'adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis with active control. The physician advanced the gore® dryseal 22fr flex introducer sheath slowly until he felt resistance. He stopped advancing the sheath at the proximal end of the right external iliac artery. The right external iliac artery measured 5.5mm-6mm. The right common iliac artery measured 8mm. The physician then started to introduce the ctag/ac through the sheath and then outside the sheath through the right common iliac artery. Resistance was felt but he kept advancing the device slowly until passed the right common iliac artery and the aortic bifurcation and reached the thoracic aorta. When the device was in the desired location, it was observed the patient¿s blood pressure dropped. It was discovered that the right common iliac artery had ruptured. After deployment of the device, the physician used five covered stents (bard) to repair the right common iliac artery rupture, which was not completely successful in stopping blood loss, and the patient expired later in the evening.